Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with full segment display due to moisture damage on the lcd board. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.